Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode was identified as the defective s-shape mix bar and use error due to the lamp used over the recommended hours. The fse replaced the mix bar and lamp to resolve the issue. Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer and identified the failure mode was identified as the defective s-shape mix bar and use error due to the lamp used over the recommended hours. Per the au5800 chemistry analyzer IFU (instructions for user), p/n a98352ac september 2015, chapter 6 maintenance-as needed maintenance-replace the photometer lamp: "over time, the intensity of the photometer lamp diminishes, and results are affected. Beckman coulter recommends replacing the photometer lamp every 1,000 hours". The fse replaced the mix bar and lamp to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that the patient results of multiple assays were erratic on the au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.